Event description:
Follow-up information reported indicated that the patient still had concerns related to this event. They had an appointment on (B)(6)-2012, but no outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell once off a small extension ladder and a second time off a tractor, landing on his back and snapping his head back, in (B)(6) 2011. Following the fall, the patient experienced stimulation in the wrong location and a return of pain to his right hand and arm. The patient's right hand and arm turned purple, and he experienced a headache when he tried to use stimulation. The patient had x-rays taken in (B)(6) 2011. The results were not provided. Sometime after the x-rays a manufacturer representative tried to reprogram the patient, and it was reported that there were "only two leads firing at that time." One night after the reprogramming the patient rolled over, felt a "pop", and lost all stimulation sensation. Additional information has been requested, but was not available as of the date of this report.